Event description:
Event description cpi received information that this implantable pulse generator, implanted for 15.1 months, was exhibiting a battery gas gauge reading of 50% on 2/25/00. In july 1999, the battery status was 100% and gas gauge was full. The programmed parameters were vvi rate of 60, v- 2.5v 0.5ms 800 ohms and 32% pacing. The device was explanted and returned for analysis.